Manufacturer narrative:
(B)(4). Was the procedure done open/laparoscopic? Lap. What device was used for the proximal and distal transaction of the bowel? Contour distal (g) and a tlc75 (b) proximal what color reload?asku. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Prolene with double soluble wrap technique. Was the spike of the trocar inserted through bowel lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? A click but not as strong as confirmation as they were used to. When the device was fired, what was the location of the indicator within the gap setting scale? Yes. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Not fired. Were any unexpected noises heard?it was not fired if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Not fired. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Not fired. Was there any difficulty removing the device from the tissue? No. The analysis results found that the ecs29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the surgeon went to attach the anvil to the spike but when he started to close the anvil it was difficult to close and would not attach as firm as he was accustomed to; the anvil would not stay firm on the spike. They felt a solid connection but the click was not firm. The surgeon removed the device and resected more of the colon with a second like device and completed the procedure. The first device was not fired. There was no patient consequence reported.